Event description:
The dialysis nurse reported the presence of floating black spots in a nipro medicalyte liquid bicarbonate concentrate jug (lot n4f010) reported on jan 3, 2025, and lot n4j015 on january 15, 2025. The affected jug was set aside and not used for any patients. Nipro company was notified, and our management team is aware and is in communication with the vendor.